Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was confirmed due to a shorted q16 and q17 insulated-gate bipolar transistors (igbts) defibrillator pca, causing fault. Root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.